Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01294. It was reported the patient's right scs lead migrated and was wrapped around the ipg. The patient does not have any stimulation therapy on the right leg. Follow-up identified surgical intervention was taken and the physician repositioned the patient's right lead. Effective stimulation was reportedly restored postoperative.